Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2018. The patient¿s mother stated that irritation occurred at the insertion site. The patient experienced itchiness, redness, and raised bumps. On (B)(6) 2018 the patient¿s mother took the patient to her primary physician. The doctor prescribed nystatin for irritation. At the time of contact, it was indicated that the patient was feeling better. No additional event or patient information is available. Labeling indicates: do not insert the sensor component of the g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the g5 mobile system is not approved for other sites. If placed in other areas, the g5 mobile system may not function properly.